Manufacturer narrative:
This event was reported by the manufacturer under 3002808486-2019-01221.

Event description:
Patient allegedly received an implant on (B)(6) 2017 via the right common femoral vein due to dvt (deep vein thrombosis) and pe (pulmonary embolism). Patient is alleging tilt, vena cava perforation, organ perforation, and embedment. The patient is further alleging multiple hospital visits and pain due to the filter. It was reported that the filter was retrieved due to the patient's request. Per a report from CT, "filter position: below the renal veins." "Filter is tilted anteriorly with its cone lying on the wall of the ivc possibly embedded within it. The legs of the filter penetrate through the wall of the ivc into the pericaval/mesenteric fat. 1 of the legs of the filter penetrates into the right psoas muscle." Per a successful retrieval report, "once [the physician] had the filter inside the catheter, [the physician] removed the catheter and ivc filter as a unit." "The venogram demonstrated excellent flow through the iliac on the left and the ivc filter without contrast extravasation, caval injury or thrombus." "The filter was successfully removed without issue."

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2017. The patient alleges to have been injured without further explanation.